Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump display had stain. The customer's blood glucose value was unknown at the time of incident. No further troubleshooting was performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device had segmented display and flashing white lcd display due to electronic assembly moisture damage. During visual inspection, motor had moisture damage. Unable to perform self test, sleep current measurement test, active current measurement test and displacement test due to flashing white lcd display.